Manufacturer narrative:
Unit alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board. However, unit passed the self-test and displacement test. No unexpected a17 alarm noted during testing. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had external ram crc error each time they changed the battery in the insulin pump. Customer¿s blood glucose was 112 mg/dl. Customer reported that they were able to clear the alarm and able to complete rewind. Troubleshooting was performed. Customer was advised the insulin pump would need to be replaced and refer to back-up plan. Insulin pump will be returned for analysis.